Event description:
It was reported that the customer states unit is alarming customer states they spoke with tech and could be the compressor or sieve beds. No patient injury alleged, no additional information provided.